Event description:
It was reported that a user placed the ilet on the charger at approximately 25% battery and received malfunction alerts 57 (software runtime error) and 90 (algorithm output range error), which resolved after a force restart performed via the ilet mobile app; the user was advised to continue charging to at least 50% and to monitor for recurrence. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included a review of device logs if available, user interview, and technical support troubleshooting. Investigation of this case revealed that the alerts cleared after restart and normal function resumed, consistent with transient software behavior under low battery conditions. It was concluded that the device functioned as designed after restart, with no recurrence during the support call, and no reportable injury.